Manufacturer narrative:
This initial and final emdr is being submitted to FDA as a reportable malfunction that occurred in the USA. "Haptic damage" is indicated as a potential malfunction related to the iol, as covered under the warnings section of the product's instructions for use (IFU). "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. The product has not been returned as of 4 august 2021. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(4); model: b1pc). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot. (Sotb-115-03). In addition, research in our complaint database indicated there were not any similar complaints in the same production lot number. From our investigation, we believe this event was not caused by our product quality. Risk analysis was conducted on the product line and failure code is noted below. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Leading haptic broke and broke the bag posterior capsule rupture, product replaced with another lens immediately during surgery; implanted in sulcus; patient has recovered and is fine.